Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and battery out limit. The customer stated that their blood glucose level was 150 mg/dl to 160 mg/dl but added that they were not sure. It was reported that, the battery out limit alarm was explained but could not progress due to other issues. The customer was assisted with button error/keypad anomaly troubleshooting. The customer stated that there was no significant event leading to the keypad issues and that the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm during testing. The device was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit anomalies noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.